Manufacturer narrative:
(B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain and recurrence. Furthermore, it was reported that the plaintiff died. The cause of death reported was colorectal cancer with metastasis. Related to manufacturer report #: 2183959-2014-38214, related to manufacturer report #: 2183959-2014-38217, related to manufacturer report #: 2183959-2014-38223.